Manufacturer narrative:
The complaint of a stuck guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.025" x 60cm guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken, which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ a region of tightly coiled guidewire was seen immediately adjacent to a region of loosely coiled wire; indicating the region where the needle contacted the guidewire a measurement of the guidewire outside diameter found that the wire was within specification. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information, which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needled from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported by the doctor that after the guidewire entered into the blood vessel through the puncture needle, the puncture needle could not exit independently, but could only withdraw from the patient's body as a whole. Various methods in vitro were conducted, but the guidewire still clamped the puncture needle and could not exit. Eventually only "violence" could be used to withdraw the guidewire. The guidewire was destroyed and was replaced with a new one. There was no reported patient injury.